Event description:
The customer stated that she tested her blood glucose and received readings in the 100's (mg/dl) throughout the day. She then tested and received a reading of 600 mg/dl. She took insulin based on the high reading. The customer did not feel well the next day. Two days later, she tested her glucose and received normal readings of 93 and 107 mg/dl, but she felt as if her glucose was very low. Paramedics were called, and they tested the customer's glucose at 29 mg/dl with their meter. The customer was given soda until her glucose readings were above 100 mg/dl. She could not remember anything else about the event. The test strips and meter were to be returned for evaluation, and replacement products were sent to the customer.

Manufacturer narrative:
The complaint was initially missed by customer service, so it will be submitted past the 30 day window.